Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Crf report states that there were no intra operative complications during implantation surgery. Patient slipped and fell down on (B)(6) 2019 and was resolved same day without treatment. On (B)(6), 2019, the patient felt her knees were giving out and she fell and was resolved on same day without treatment. On (B)(6) 2019, patient reported to have moderate pain with rom 0-110°, no abnormalities on x-ray, moderate trouble with adls, mild activities, dissatisfied. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#:00588606410;trabecular metalâ¿¢ posterior stabilized monoblock tibial component; lot#: 63703077. Item#:00587806529;nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella;lot#:64010413. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3005751028 - 2020 - 00061.

Event description:
It was reported that patient had initial right total knee arthroplasty performed approximately 10 months ago. Subsequently, the patient felt her knee give out resulting in a fall. The event was reported as resolved the same day. The patient sustained no injury, and no treatment/intervention was provided.